Event description:
It has been reported to philips that the allura system did not boot up successfully, it stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the log files had shown that a frame grabber card initialization error resulted in the system not being able to complete the start-up sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc, a hard drive, downloaded the software and returned the system to use in good working order.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Report 3003768277-2024-01766 was sent as an initial in error. The report is a complete initial/final report.